Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s current blood glucose level was 450 mg/dl at time of incident and current blood glucose level was 465 mg/dl. The customer blood glucose was in 300 mg/dl and pump went bad was in the high 500 mg/dl. The customer was treated with boluses through pump. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The high pressure test was performed and the pump failed did not alarmed. The customer was advised to revert to back up plan per health care professional instructions. The customer was advised to call when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. The customer was advised that the pump needs to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08740 inches. Unit was monitored for 3 days and no blank display anomalies were noted. Unit was received with minor scratched display window and case.